Event description:
It was reported to philips that the system does not turn on. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use when the issue occurred. A philips field service engineer (fse) went onsite and confirmed that the current flow had been stopped after the ny board, which indicates the power distribution unit (pdu) was defective, due to the short on the ny board. To resolve the reported issue, the fse replaced the pdu, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.